Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed through a review of the device event history log but not reproduced due to a constant reload set. Evaluation found that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air in line. The failed upstream sensor was replaced.